Event description:
Customer reported c1544 compound benzoin tincture was applied to ankle incision. Alleged an allergic reaction (redness, blisters, burning, pain and scaring) occurred where compound tincture benzoin was applied. Reported emergency room visit 9 days after application due to intense pain. Reported cast was removed while in the emergency room (ER) and blisters and redness were noted at site. Stated an IV medication (unk medication) was administered while in ER. Reported gauze dressing/removable splint were applied to ankle and claritin and pepcid were used for treatment following discharge from the ER. Stated blisters no longer weeping but 7 large blisters still remain. Stated skin is sloughing, area has scarring but in some places skin is starting to reform.

Manufacturer narrative:
Method: device not received. Conclusions: device not returned no evaluation can be performed. Complaint type is being monitored and analyzed. Emergency room diagnosis: right ankle contact dermatitis; probably due to benzoin. 3m steri-strip compound benzoin tincture IFU warnings: warnings - allergic contact dermatitis to compound benzoin tincture has been reported. Flammable. For external use only.